Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the 3d button on the keypad as not working properly. There was a problem with the door switch not working properly. The site was thinking that the problem was with the pendant, the key controlling the closing. The other problem was that they were not able to jump from 2d to 3d with the key on the pendant. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, product ID: bi71000166. A medtronic representative went to the site to test the equipment. Testing revealed that the door switch was replaced and adjusted. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.